Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Concomitant products: 350cc saline mentor siltex contour profile high, catalog # 3542712. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent breast augmentation revision with 350cc saline mentor siltex contour profile high breast implants and experienced deflation on the right side post-operational. As a result, the patient underwent device removal and replacement with 200cc saline mentor smooth round moderate profile breast implants, catalog number: 3501625, serial numbers: (B)(4) on the right side and (B)(4) on the left side on (B)(6) 2019.

Manufacturer narrative:
On 2/7/2020, the product investigation was completed. Device investigation summary: during visual evaluation of the sample it was noticed a leakage at the union between shell and patch. Microscopic examination was performed and the cause of the rupture could not be identified. Possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information: on 1/2/2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On (B)(6)2020, mentor became aware of the impacted device's lot number, manufacturing and expiration dates and the concomitant product. Concomitant products: 350cc saline mentor siltex contour profile high, catalog # 3542712, lot # 5967214. Manufacturer's reference number: (B)(4).